Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a fautly force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.